Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant of the right ventricular lead, a perforation had occurred. The patient's blood pressure dropped and a pericardiocentesis was successfully performed. The lead exhibited a sensing anomaly and unacceptable thresholds. The physician opted to remove and replace the lead.

Manufacturer narrative:
Final analysis found normal lead characteristics.